Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
We were provided three possible catalog numbers for the two affected devices and will update the record if we receive more information. The catalog number could be m5111-05545, m5111-06540, or m5111-06535.

Event description:
It was reported that two everest cannulated polyaxial screws fractured one month post-operatively. The patient then underwent revision surgery approximately seven months post-operatively. This report captures the second of two screws.